Event description:
Patient had 20 gauge peripheral IV inserted into the antecubital space. Upon removal of the device, it was noticed that only 1/4 of the catheter was still attached to the hub. Part of the catheter was inside the patient's vein.